Event description:
Information was received from a consumer regarding a patient who was receiving unknown drug via an implantable pump. The patient reported that their communicator would not charge. The patient stated that they have not charged their communicator in a week because it will not charge. The agent had patient plug the communicator into a wall outlet using the available charging cord, and the patient confirmed seeing a red light on the communicator. The agent reviewed communicator battery indicators and advised the patient to continue charging the communicator for the next hour or two and to call back if the issue persists. It was reported that they have been having issues with their communicator for a week now. The patient mentioned that they had tried different cords and outlets, but communicator was still not taking charge. The agent had patient plug the communicator into an outlet. The patient mentioned there's an orange light. The agent had the patient unplug the communicator, had patient to close all applications on the phone and connect to the communicator to the handset. The patient mentioned getting ¿not found.¿ the patient also mentioned that the communicator would not turn on unless plugged in. The agent sent a request to repair to replace the communicator. Additional information was provided from a consumer stated that the communicator was replaced due to unable charge. The issue was resolved with new communicator.

Manufacturer narrative:
H3. Analysis identified device does not power on, micro usb interface is damaged. Taken out of service/scrapped. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.